Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mesh failure to incorporate and general mesh failure requiring revision. No revision surgery has been scheduled because the physician is waiting to see if the hernia will grow before moving forward.